Event description:
This was my third medtronic loop recorder and the second one had moved from the top of my left breast to beneath my breast which the doctor could not find it to remove it. The doctor cut me in a place that had never been cut looking for the device. This device should never have moved from its place. I am worried it could go farther in my body. The place it's in, I am in constant pain. FDA safety report ID # (B)(4).